Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and alarmed battery out limit and failed battery test. The customer¿s blood glucose was 267 mg/dl at the time of incident and treated with manual injection. Customer stated that the insulin pump buttons were unresponsive. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. Customer reported a battery out limit and a failed battery test alarm and unable to troubleshoot due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. No time clock anomaly noted. Insulin pump passed displacement test, self-test, unexpected restart error test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test and unexpected battery out limit noted. Insulin pump was received with corroded battery tube, broken battery tube thread, broken belt clip slot, cracked reservoir tube lip and minor scratches on display window noted.